Event description:
Reportedly, the patient received from the ICD involved in this MDR report an inappropriate shock therapy due to noise oversensing. It was observed that coil continuity trend was >3000 ohm starting from (B)(6) 2012, charging time equal to 0 sec and a shock impedance equal to 212 ohm. During implant revision, all measurements performed both with pace system analyzer and with this device confirmed a lead issue which was replaced (solving the problem). The lead was a non-sorin lead. The ICD was returned for analysis.

Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.